Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation breach was suspected on the rv lead. The hv lead impedance was low with loss of capture and no sensing. There was also noise on the lead. Lead imaging and revision was planned. The patient has not experienced any symptoms.

Event description:
New information received notes that the lead has been returned for analysis. It is unknown if the lead was capped or explanted on (B)(6) 2016. No further information is available at this time.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.